Event description:
It was reported that the reset button was stuck. A rotapro console was selected for use. During preparation, it was noted that the reset button on the front panel got stuck and was difficult to press. Upon shaken, a rattling noise can be heard from inside the device. There was no patient involvement at the time.

Manufacturer narrative:
B3 date of event is estimated based on the aware date as the exact event date was not reported. E1 initial reporter address: (B)(6).